Manufacturer narrative:
Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that the patient had a battery replacement for a typical end of life depletion. Impedances were checked pre-operatively and they were >10,000 ohms. The patient had good coverage with one lead and the physician decided not to change the lead and only the battery. During the procedure and post-operatively the impedance measurements remained >10,000 ohms. The patient had good coverage with one lead where impedances were in range post-operatively and they were pleased with their system. It was noted that the issue was resolved at the time of this report. If additional information is received, a follow-up report will be sent.